Manufacturer narrative:
System analysis/service repair on august 09, 2017 the reported issue was confirmed and the faulty display was replaced. The system was tested and verified to meet manufacturer¿s specifications. The suspected faulty display has not returned for evaluation.

Event description:
It was reported that during preparation of a prostate procedure, it was noted that the laser display was blank as they were getting ready to start the case. The laser was rebooted however this did not resolve the issue. The procedure could not be completed and was rescheduled. No injury was reported.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on august 09, 2017. The replaced lcd with cvr hps was received at the manufacturer on august 15, 2017.

Manufacturer narrative:
Service in the field was performed on august 09, 2017. The replaced lcd with cvr hps was received at the manufacturer on august 15, 2017. The lcd with cvr hps was discarded was noted.